Manufacturer narrative:
The referenced scope was returned to the service center for evaluation for the reported "has a leak¿. A review of the service history indicated the scope was purchased on (B)(6) 2018 with no service/repair records. The service group confirmed the scope has a leak as a portion of the bending section skeleton was found protruding out from the proximal area of the distal bending section cover. The bending section damage is approximately 70mm from the distal end side. The bending section cover was removed in order to reveal the extent of the damage to the bending section and the bending section skeleton was fully separated producing sharp edges near the insertion tube side. Six out of the twelve bending section support pins were receded into the channel and were lifted. Additionally, there were excessive broken fibers (black dots) throughout the image, and a leak from the distal end cover. The likely cause of the bending section skeleton breaking is due to excessive force and/or stress, attributed to mishandling. The scope was repaired and returned to the user facility. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The service center was informed that the scope has a leak. There was no patient injury reported.

Manufacturer narrative:
The user facility further reported that the reported event occurred on (B)(6) 2019 and that the referenced scope was inspected prior to use, and no abnormalities were observed.